Manufacturer narrative:
As reported, the balloon of three 6/7f mynxgrip vascular closure devices (vcd) failed to maintain pressure at prep. Hemostasis was achieved by manual compression duration unknown. There was no reported patient injury. Initially, this was an interventional peripheral procedure. The vessel type was a femoral arterial. A 5f sheath was used on the procedure. The stick location was medium. Pre-procedure femoral angiogram was performed. There was pvd/calcium was present. The balloon lost pressure at prep. The black marker on the inflation indicator was fully exposed at prep. It is unknown if stopcock was opened when balloon was at arteriotomy. There was no resistance felt while inserting the device. There was no resistance felt while pulling back. There was no unusual force applied while shuttling down/retracting. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as a lot numbers were not provided. The reported ¿balloon loss of pressure at prep¿ could not be confirmed since the devices were not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failures could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This is one of 3 products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00778 and 3004939290-2018-00779.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of three mynxgrip vascular closure device (vcd) failed to maintain pressure. There was no reported patient injury. Hemostasis was achieved by manual compression duration unknown. Initially, this was an interventional peripheral procedure. The vessel type was a femoral arterial. A 5f sheath was used on the procedure. The stick location was medium. Pre-procedure femoral angiogram was performed. There was pvd/calcium was present. The balloon lost pressure at prep. The black marker on the inflation indicator was fully exposed at prep. It is unknown if stopcock was opened when balloon was at arteriotomy. There was no resistance felt while inserting the device. There was no resistance felt while pulling back. There was no unusual force applied while shuttling down/retracting. The products will be return for analysis.